Event description:
The customer reported a splash in his eye while transferring the cyclosporine calibrator to the immunosuppressant tube. The tech washed the eye with water to treat some mild pain. No further treatment was administered. No impact to patient management or user safety was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
The customer was splashed in the eye while using the architect cyclosporine calibrator and whole blood precipitation kit. The package inserts and material safety data sheets for the products were reviewed and sufficient labeling precautions are provided to prevent such an incident. A deficiency was not identified as no adverse or non-statistical trends were identified related to this issue. Based on the evaluation results, no malfunction was identified to be related to this issue.

Manufacturer narrative:
Correction is added (common device name) and catalog #).